Event description:
It was reported that the patient presented for follow up and the right atrial lead exhibited undersensing. The device was reprogrammed. The lead remained implanted.

Manufacturer narrative:
(B)(4).